Event description:
Report received of an overdelivery. The customer reported that the pump was programmed to deliver an unspecified medication in the pca only mode, but delivered continuously. The specific program parameters were not provided. It was also reported that the pump would not go into the programmed lockout, resulting in an overdelivery. Multiple attempts to obtain additional info have been unsuccessful.